Event description:
Oxygenator in medtronic affinity nt had crack/hole in plastic housing. Crack was located on top edge of plastic housing underneath the skirt of the venous reservoir, so was not visible when unit set-up. Pt's sv02 dropped to 40% and problem with oxygenator was discovered.